Event description:
Caller reported that the pump was not delivering bolus and an alarm was occurring to inform about the non-delivery. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.